Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in azerbaijan. Reportedly, as part of the troubleshooting process, both the distributor board and the circuit pump were replaced and the event was confirmed to be related to the circuit pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the patient pump circuit 1 of a 3t heater cooler was not functioning. The device displayed alarm e17 (pump 2 uses too much power) and alarm e18 (pump 2 is blocked). There is no report of any patient injury.